Manufacturer narrative:
Based upon the clinical findings, the reported event has been confirmed. Although, the catheter was not returned for evaluation, at implant, the reported difficult deployment was established by a single angiogram image that depicted a bifurcated stent that was not seated on the natural bifurcation, and a proximal endoleak. A manufacturing record review was performed, the lots met all release criteria with no related issues or deviations that would explain the reported event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
On (B)(6) 2015 during implant of the bifurcated deice the contra limb would not deploy into the iliac. The physician tried to snare the contra limb to bring it through. However, the bifurcated was partially sealed and the legs went into the iliac. And the bifurcated opened but not where it should be. A competitor device is to be implanted. The patient will be brought back in next week or the following week to fix the endoleak.